Manufacturer narrative:
During quality investigation, the complainant's complaint was duplicated. Further investigation revealed a faulty mid speed motor and a corroded press plug. The motor was identified as the probable cause of the failure. The faulty parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro oscillating saw was sent in for repair due to overheating during a procedure. No adverse event was reported, the procedure was completed with another device without any procedure delays.